Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during electrophysiology procedure or pacemaker implantation, the needle detached from the thread (like a pop-off needle) after 2-3 passes through tissue while using a running stitch during the final closure of the skin. Another device was used to complete the case.